Manufacturer narrative:
Correction: g4 updated to 2-20-2020.

Manufacturer narrative:
Serial number search in manufacturer oracle database did not result in any information. No device manufacture date available. There are also a total of 8 files related to each other as faults occured to each: 3012307300-2020-02149-0067812. 3012307300-2020-02150-0068829. 3012307300-2020-02151-0068832. 3012307300-2020-02152-0068834. 3012307300-2020-02153-0068837. 3012307300-2020-02154-0068838. 3012307300-2020-02156-0068841.

Event description:
Information was received indicating that the during a patient code, pressure chambers to a smiths medical level 1® h-1200 fast flow fluid warmer would not fully empty 250-350ml blood bags. It was reported that there seemed to be a larger gap on the door that hindered the chambers from completely hindering emptying. There was also an indication that the flow rate was much slower than normal. There were no reported adverse effects.